Event description:
Indication: common variable immunodeficiency, unspecified. Pt reports pump ((B)(6); expiration date: unknown) has green piece broken. It will not hold syringe. Pt manually pushed medication. No adverse event (s) or missed doses reported. Pharmacy to replace device. Return material sent for pt to return pump. Pump availability for investigation is dependent on pt's returning. Date occurred not specified. No further info. Medication associated with pump: gamunex-c 10%.